Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the lines of the y-connector of a non-dehp t-type catheter extension set broke off. This occurred after priming with fluids in preparation for chemotherapy infusion, before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.